Manufacturer narrative:
This report is being submitted as a correction. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) to discuss the right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended on this cardiac resynchronization therapy defibrillator (crt-d) system. Ts determined that the raat entered suspension mode due to the patient's rate being too high. Additionally, ts was unable to confirm capture due to the absence of paced beats on the transmission. Further review was recommended. No adverse patient effects were reported. This device system remains in service. After further review, it was determined that there was no failure to capture or pacing inhibition, no bradycardia and no absence of therapy. The right atrial automatic threshold (raat) was suspended appropriately and by design, due to the patient's fast heart rate. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) to discuss the right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended on this cardiac resynchronization therapy defibrillator (crt-d) system. Ts determined that the raat entered suspension mode due to the patient's rate being too high. Additionally, ts was unable to confirm capture due to the absence of paced beats on the transmission. Further review was recommended. No adverse patient effects were reported. This device system remains in service.